Event description:
The customer reported a leak at the blood sampling valve (bsv) involving an lh 500 hematology analyzer. The customer indicated that the volume of the leak was about a drop and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no exposure or injury was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and discovered that the bsv probe was leaking, the diff backgrounds were failing and the latron counts were high. The fse indicated that the bsv was loose and leaked air. The fse replaced the bsv and repairs were verified per established procedures. Failure mode was attributed to loose bsv which leaked air and instrument operated as intended by failing diff backgrounds and gave high latron counts to alert the operator of an instrument problem.

Manufacturer narrative:
(B)(4).